Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the brakes of the device were not working. The review of system log file showed geometry errors. Upon functional testing, the fse found that the ssc power supply in the r cabinet caused the geometry issues. To resolve this issue, the philips engineer replaced geometry power supply module and ipc adapter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the brakes of the device were not working. The system was in clinical use and patient was moved to another room. No harm has been reported to philips. A philips service engineer inspected the system on site and found that the geometry power supply module was failing. The geometry power supply module has been replaced that the system was returned to use in good working order.